Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason the ipg was replaced was due to a need for an MRI conditional device. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.